Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, it was noted that the xpert was partially deployed in the package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
During investigation, a cause for the described pre-deployment of the stent could not be determined. The system showed no visible abnormalities.